Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, report was not up to date. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, report was not up to date. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the report was not up to date. A technical support specialist determined the issue was likely caused by the old barcode scanner introducing invalid characters into barcode values, which disrupted the etl process. Findings were forwarded to development for review and potential future enhancements. The provided barcodes were examined, and the leading zeros are not a concern these can be added into the system without issue. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, report was not up to date. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.